Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead experienced syncope. Trouble-shooting revealed noise and oversensing that was leading to pacing inhibition. It was suspected that the old, abandoned right ventricular (rv) lead had the insulation rubbed off as a result of lead on lead contact. The exposed metal of the abandoned rv lead was thought to be coming in contact with the shocking coil of the current rv lead. Multiple attempts to program around the oversensing were not successful. The patient was seen for a revision procedure where a new pace/sense lead was added to the system. There were no additional adverse patient effects reported.